Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient (pt) via a manufacturer representative (rep) regarding the pt's wireless external neur ostimulator (wens). Rep reports the pt reported burning in their back. Rep reports troubleshooting the issue by turning the device off. The cause of the burning sensation was unknown. Rep reports the pt reported they had done some bending and the burning sensation began to occur. Rep directed the patient to turn their device off and leave it off. The patient's managing provider was notified. Rep reports the issue was resolved. Rep reports the patient is currently in the hospital and no further information is known at this time.